Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
Neck on our accolade tmzf stem was almost broken. A lot of metallosis. Joint was almost all black. Eto had to be done to remove stem. Arcos revision stem was used. Poly was swapped.